Event description:
During an internal review, it was determined that the pre-programmed parameters for the bio-tek automated microplate reader contains incorrect parameters of hepaitis c virus (hcv) test version 2.0.